Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and lcd assembly. Successfully downloaded history files and traces using thump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and corroded battery tube. Critical pump error (open book image) alarm confirmed due to moisture damage. Blank display not confirmed due to critical pump error (open book image). Unable to confirm audio/vibrate anomaly/absence of alarm due to critical pump error (open book image). Unable to confirm no communication pump to transmitter (unresolved) due to critical pump error (open book image). Unable to confirm device test failed due to critical pump error (open book image). Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced moisture damage to the insulin pump and the pump started vibrating and display went blank. The customer was also reported a crack on battery tube side and experienced loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Troubleshooting was performed for loss of communication issue and the issue was resolved. Troubleshooting was performed for cosmetic damage. Customer stated that, damage affecting/impacting pump functionality. Customer was advised to replace the insulin pump. Troubleshooting was performed for moisture damage allegation and pump doesn't pass self test. Troubleshooting was performed for display issues. Customer using the correct battery cap for the pump they are using. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. The customer will discontinue use of the insulin pump. The product mmt-1884 was returned for analysis.